Event description:
The customer reported the xyz arm of the ortho provue analyzer has a wire sticking cut. The wire appears to be cut. No death or serious injury was associated with this incident.

Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the y chain ground cable was broken. The cable was replaced, instrument was tested and returned to service.